Event description:
A customer contacted heamonetics on (B)(6), 2011 and alleged that the centrifuge was smoking with no alarm codes on the plasma collection system during the first draw phase. The procedure was stopped immediately. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
The device was evaluated by a haemonetics field service engineer on (B)(4), 2011 and evaluated. The engineer confirmed that components were damaged consistent with a possible fire. Evidence of heat, melted plastic and possible fire were found at the backplace power connector and valve cable. The investigation is ongoing. Follow-up report to be filed when investigation complete.